Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having an magnetic resonance imaging (MRI) scan recently and noticed their heart rate is not what it should be. They were also concerned that they are not being paced at their regular rate. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.